Manufacturer narrative:
Device evaluation : one bivona device was returned for investigation. Visual inspection of the returned device showed marring and abrasions on the cuff. Using a syringe, air was inserted into the inflation system. The cuff inflated, but gradually deflated. Upon leak testing, a leak was detected in the cuff. Magnification showed that the leak developed where the cuff showed abrasions. The investigation found that the leak was located approximately 56 mm from the underside of the neck flange on the right posterior side of the cuff when in situ. To further investigate the issue, it was noted that the lot was 100% leak tested by manufacturing prior to packaging. No leaks were identified prior to packaging. Based on the evidence and testing, the complaint was confirmed. The cuff was likely damaged during use by a sharp/rough area in the trachea that is abrading the cuff. User interface was identified as the problem source for this event.

Event description:
Information was received indicating that ten days following placement of a smiths medical portex® bivona® adult tts¿ tracheostomy tube, it was found broken and leaking. Subsequently, a trach tube change out was performed with no reported adverse patient effects.